Event description:
It was reported while the caregiver was "capping off the roller clamp of the transfer set after peritoneal dialysis (pd) treatment was completed", fluid leaked out and the povidone iodone from the minicap transfer set moved into the transfer set. The nurse further reported the pd patient was not diagnosed with peritonitis, "but a true touch contamination occurred". The patient experienced cloudy effluent and an elevated wbc. The patient was hospitalized and received intravenous and intraperitoneal antibiotics for the events. The patient was discharged and has recovered from the event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation which was identified as product code 5c4482. Visual inspection by naked eye observed a broken occluder foot. During leak testing, a leak through a closed twist clamp was detected. The reported condition was verified. A leak test was also performed between the returned mini cap and female connector with no issues and no leaks observed. The cause of condition of broken occluder could not be determined; however, a potential cause of this type of damage is exposure to chemical agents such as foreign solvents, dyes, or cleaning agents. Should additional relevant information become available, a supplemental report will be submitted.